Event description:
Patient (pt) on phenylephrine drip, pump indicated infusion was running but pt became hypotensive, team noted no medication was coming out of tubing. Pt required phenylephrine push to correct hypotension.